Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with an scd pump. The customer reports the unit has a broken handle. The unit was returned to a covidien service center for repair. Upon triage, a service technician found that there are exposed copper wires (white and black) on the power cord.